Event description:
It was reported that oversensing on the atrial lead had caused an inhibition of atrial pacing. No symptoms were reported as a result. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.